Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/27/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: actual complaint sample can't be returned, [1 packs (13 strands in total)] same batch representative sample from customer returned. Customer returned representative samples have been evaluated by [appearance] and [knot pull tensile strength] per current version sop-06-014 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of complaint can't be determined. We will keep this data for trend analysis. The device history records reviewed, and no issue found. The manufacturing date is [2019/05/22] and expiration date is [2024/04/30].

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 4/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1. Please inform specific number of procedures in which the suture breakage occurred not available. Customer can't remember. 2. Were these previously reported to ethicon? No. However, customer don't know how many surgery involved. 3. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the quantity of devices that were involved for each product code in this single procedure. W203, w202, and w21201 along with their respective lot number. If these reported issues occurred during multiple procedures, please provide pc # for each procedure involved. It was reported that "customer feedback this batch is easy to break": please inform specific number of procedures in which the suture breakage occurred were these previously reported to ethicon? If yes, can you provide a product complaint number. If no: one pc for each procedure to be opened with following specific information: event date? Procedure date? Procedure name? Product used in procedure? (W21201/lot pe4ah) (w21201/lot unk) (w203/lot qjmcer) (w202/lot qjmeec) (w202/lot unk), quantity of each product used, event description stating when each involved device had a suture breakage issue in the procedure. Any adverse patient consequences and how were they managed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: mwr-18032021-0000919205, mwr-18032021-0000919206, mwr-18032021-0000919207, mwr-18032021-0000919208, and mwr-18032021-0000919209.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the customer opined that the suture is easy to break. No adverse patient consequences were reported. Additional information was requested.